Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the imaging system equipment. Replaced mobile view station (mvs) central processing unit (cpu) because of intermittent track pad issue. When medtronic representative arrived, track pad was working. Seems to occur every few weeks. The keyboard was replaced previously. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The mvs computer was returned to the manufacturer for analysis. Investigation found that reported problem was attributed to keyboard. Mvs computer presented with lost bios settings due to low cmos battery. Replaced cmos battery, then attempted to reset bios settings unable to successfully complete bios settings, because expected boot options 1 and 2 were not available. Raid was initiated, and it was noted only two hard drives are represented, rather than the expected four. Mvs computer will not boot to windows. The hardware investigation found that the failure mode was the computer. Failure mechanism was c-mos battery voltage was low. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) from the site reported that the mouse pad on the keyboard was not working. They rebooted the imaging system and functionality was restored. This occurred after a case, there was no patient present when this issue was identified. No further details regarding this issue were provided.